Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture which resulted in greater than two seconds of asystole for this patient. A revision procedure was performed and the lead was surgically abandoned. A new rv lead was implanted without further incident. No additional adverse patient effects were reported.